Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a tubing that kept popping out from the baso bath of the coulter act 5 diff autoloader. Customer reported that about 1 ml of lyse leaked from the tubing. Customer reported that the tech reattached the tubing to the bath. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the baso 2 tubing of the white blood cell bath to correct the leak.

Manufacturer narrative:
(B)(4).